Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no reported adverse impact to the customer's blood glucose level. Customer will continue to use current pump or via backup insulin pump.